Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The patient remains on lvad support, and no additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted on (B)(6) 2016 due to anemia. The patient's inr was therapeutic upon admission. It was reported that the patient was found to have gi bleeding. Aspirin was stopped and a colonoscopy was performed; however, nothing was found. The gi bleed reportedly resolved without intervention. Aspirin was restarted and the patient was subsequently discharged on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.